Event description:
According to the available information the malleable penile prosthesis was implanted on (B)(6) 2017 and removed/replaced with a titan on (B)(6) 2021. Upon removing the malleable prosthesis from the previous salvage on patient's right side, the prosthesis was found broken in half by the corporotomy incision area.

Manufacturer narrative:
Genesis malleable rods 1 and 2 were received for evaluation. Rod 1 was received fully separated. The detachment ends of the separated pieces of the rod showed surfaces to be rough and irregular, indicating stress was exerted. The inner core for rod 1 was separated. Examination by the sustaining engineering manager revealed that there was limited blood on the inside of the malleable rod which may indicate a full separation may have occurred after explant. The bioflex surrounding the inner core was discolored, which may result when it comes in contact with bilirubin or other bodily fluids. Microscopic examination of the silver strands on the inner coil revealed the silver strands appeared to be melted or in contact with excess heat. Examination of the silver strands appeared some to be smooth and rounded indicating contact with heat, while others were rough indicating fracture due to fatigue. The temperature to melt silver is 1763 degrees f. As the autoclave cycle is 250 degrees f, the melted appearance may have occurred due to contact with cauterizing instrumentation. The strands on the inner coil had fractured at different lengths. Based on examination and testing, and further examination by the sustaining engineering manager, it was confirmed that the inner core of the malleable rod 1 most likely fractured approximately 1cm from the end of the rod. As a result of the inner core fracture, the outer rod material may have started to fracture. In addition, the inner core of malleable rod 2 was also fractured in a similar location to rod 1, but the rod was still intact. However, based on the information received and examination of the returned product, it is unclear when the full separation of the malleable rod 1 may have occurred. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to available information, this device had been implanted to maintain space in the patient's anatomy until an implantable prosthesis could be implanted. Upon explant, it was found that this device was broken in half. A new device was successfully implanted and no additional adverse patient effects were reported.